Manufacturer narrative:
The unit alarmed motor error during the basic occlusion test due to a faulty gold force sensor resistor. The unit could not perform the basic occlusion, occlusion, prime, or the excessive no delivery test due to a motor error alarm. The motor was tested outside of the device and passed the motor test. The unit had no air bubbles inside the reservoir tube. The unit had a minor scratched display window, a cracked case at the display window corners, a cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer's mother called in to report air bubbles inside the reservoir. The customer's blood glucose level was 320 mg/dl. The caller was advised to perform the high pressure test and a motor error alarm occurred. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.